Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a cerebral aneurysm embolization procedure with a 6f sheath. Reportedly, the starclose was deployed yet did not achieve hemostasis. Manual compression was used to achieve hemostasis. The patient's blood pressure dropped. The patient experienced pain and swelling in the groin. A retroperitoneal hematoma was observed. The hematoma resolved with manual compression. The physician indicated post-procedure complications were unrelated to the starclose se device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.